Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system separator 8 (sep8). During the procedure, the sep8 was used for multiple passes with an indigo system aspiration catheter 8 (cat8) to remove thrombus. However, after completing the last pass and upon removing the sep8 from the patient, the physician noticed that the wire ahead of the sep8 bulb broke off inside the patient's body. The broken sep8 piece was located under fluoroscopy; therefore, a snare device was used to successfully remove it from the patient. The procedure ended at this point and there was no report of an adverse effect to the patient.